Event description:
The following information was provided by the affiliate eight months following cypher stent placement, control angiography is performed that revealed 90% diffuse restenosis inside the 2 most distal cypher stents. The pt returned approx 3 weeks later for elective treatment that included a 3.0 x 10mm cutting balloon (MFR unknown) at 12 atms in the mid lad and a 2.5 x 10mm cutting balloon (MFR unk) at 10 atms in the distal lad. Ivus was not conducted. The pt was discharged from the hosp the following day. Two weeks after discharge the pt returned for a follow up visit and was in stable condition and without any symptoms.